Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument's jaws would not close. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The clip stayed attached to the instrument and unable to be released. The complaint was confirmed by failure analysis.